Event description:
It was reported that on (B)(6) 2025, a mitraclip and triclip procedure was performed to treat functional mitral and tricuspid regurgitation (mr/tr). The mr grade was 2-3 and the tr grade was 4. Imaging was difficult. It was noted during preparation of the clip delivery system (cds) and two triclip delivery system (tcds), the systems were difficult to flush. The process was repeated and the systems were able to be de-air. The cds was then implanted, reducing mr to a grade of 1. The triclip steerable guide catheter (tsgc) was then retracted into the right atrium. An xtw clip (50612r1124) was inserted and deployed on the tricuspid valve. However, after deployment the clip detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). An attempt to implant (50612r1093) was unsuccessful due to the inability to grasp both leaflets. Tr remained at a grade of 4. At the end of the procedure, the patient experienced a right to left shunt. Therefore, an atrial septal device was implanted. There was no clinically significant delay int he procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported difficult to flush the tcds cannot be determined. The reported positioning failure associated with leaflet grasping appears to be related to procedural conditions associated with suboptimal imaging quality. Image resolution poor is related to procedural conditions as imaging quality was reported to be suboptimal. There is no indication of a product issue with respect to manufacture, design or labeling.